Event description:
Pt revised for pain, loose tibia, osteolysis and polyethylene wear.

Manufacturer narrative:
The products were not returned for eval. The investigation was limited to the info provided. The investigation could not draw any conclusions about the reported event based on the lack of the products to examine and insufficient info. Depuy considers the investigation closed at this time. Should the products and/or add'l info be rec'd, the investigation will be re-opened.